Manufacturer narrative:
Product information added to section.

Event description:
It was reported that the trial inserter broke inside the trial upon impaction. The tip of the inserter remained inside the trial.

Event description:
It was reported that the trial inserter broke inside the trial upon impaction. The tip of the inserter remained inside the trial.

Event description:
It was reported that the trial inserter broke inside the trial upon impaction. The tip of the inserter remained inside the trial.

Manufacturer narrative:
Method: visual inspection, functional analysis, product history review, complaint history review, labelling review, risk assessment result: the tip of the inserter was found to be fractured off upon visual inspection. No relevant manufacturing issues were identified for the reported lot. It was reported that the during procedure impaction force was applied more than usual. The instrument IFU indicates that instruments that have experienced extensive use or extensive force are more susceptible to fracture. This device was more than 3 years old at the time of the reported event. Conclusion: the plausible root causes of the reported event are: extensive use of the instrument (normal wear and tear) and too much impaction force applied during insertion.